Event description:
Legal counsel for the patient reported that the patient underwent left m2a hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2012, due to patient allegations of pain, elevated metal ion levels, and pseudocyst. Patient medical records indicate that the revision procedure that took place on (B)(6) 2012 was due to acetabular cup loosening. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported." Number 4 states, ¿loosening or migration of the implants may occur.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01743 and 1825034-2013-05435).